Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-lead fixation upn: m365db4600c0 model: db-4600c serial: n/a batch: 33133635 product family: dbs-extension upn: m365db312855b0 model: db-3128-55b serial: (B)(6) batch: 5001719. Product family: dbs-linear leads upn: m365db2202450 model: db-2202-45 serial: (B)(6) batch: 7116147.

Event description:
It was reported that during a follow up the physician scabbing was noted the patients deep brain stimulation (dbs) head incision site. Cultures taken tested positive for proteus. It was noted that scabbing was related to the device per the physicians assessment, however it is unknown how it became infected. The patient underwent a procedure where the whole dbs system was removed. Physical analysis of the dbs system was not performed as the facility did not allow release of the devices. The patient was prescribed ceftriaxone for fourteen days and did well post-operatively.